Event description:
It was reported that after the second transseptal puncture during an atrial fibrillation procedure the physician noticed a pericardial effusion on the ice catheter. The case was aborted and a pericardiocentesis was performed. The caller stated that the physician was considering sending the patient to surgery at the time of the call. No other information was provided at this time.